Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 3.0x20 mm promus premier stent was first implanted and the 4.0x12 mm promus premier stent was used to overlap with the 3.0x20 mm promus premier stent.

Event description:
(B)(4). It was reported that vessel dissection occurred. In (B)(6) 2015, the patient's qualifying condition was myocardial infarction (mi). Following day, the index procedure was performed. Target lesion #1 was a de novo lesion located in the distal right coronary artery (rca) with 100% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with direct stent placement with a 4.0x12 mm promus premier¿ stent. A grade c stent dissection was noted proximal to the target lesion after implantation. A 3.0x20 mm promus premier¿ stent was then placed to overlap with the 4.0x12 mm promus premier¿ stent. Post-dilatation was performed with 0% residual stenosis. Two days post procedure, the patient was discharged on aspirin and ticagrelor.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).